Event description:
It was reported that on (B)(6) 2011, a non-abbott stent was advanced into the patient anatomy and implanted in the distal left anterior descending artery. An unspecified xience stent was then advanced into the patient anatomy and was implanted in the proximal left anterior descending, in a manner so that the stents were overlapping. The patient was transferred to the critical care unit (ccu). On (B)(6) 2011, the patient was transferred from the ccu to a medical ward. On (B)(6) 2011, blood tests were done and the patient was reported to be in stable condition. On (B)(6) 2011, the patient went into cardiac arrest and cardiopulmonary resuscitation was attempted; however, the patient died. The cause of death is not known; however, the patient exhibited abnormal cardiac rhythm, possibly ventricular fibrillation. The patient's condition declined rapidly and no electrocardiogram or angiography was performed. From (B)(6) 2011, the patient had been on an anti-platelet regime of aspirin and clopidogrel. An autopsy was not performed. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Cardiac arrest, ventricular fibrillation, and death are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.